Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) had experienced connection difficulties with this model#a209 device after device software update. The fcr then attempted to reset the patient's device with 60/60 magnet reset. That attempt to connect to the patient's device was still unsuccessful. The fcr then restarted the programmer. Following the programmer reset, the fcr was able to connect to the patient's device. No further difficulties were observed. The fcr is considering sending in stored files for further analysis. The available information suggests that the device remains in-service. To data, no stored data has been uploaded for analysis. The fcr reports that no further programmer connection issues have occurred. No intervention (reprogramming or invasive) has been planned or undertaken.